Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2021. Event day and event month were not reported. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap sleeve gastrectomy, the er420 clips scissored. It is unknown how the procedure was completed. There were no patient consequences

Manufacturer narrative:
(B)(4). Date sent: 5/20/2021. H2: additional information received: rep reported the clipping along staple line is routine practice for surgeons at this account and no quality issue is being reported by surgeons regarding the staplers.

Manufacturer narrative:
(B)(4). Date sent: 2/23/2021. D4: batch # u95v05. H6: component code: others (g07). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er420 device was returned with no apparent damage and with a clip in the jaws. The device was tested for functionality. During the analysis, the device was cycled, and it fed, retained, and formed the remaining eight clips as intended. The event described could not be confirmed as the device performed without any difficulties noted and no product defect was identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following: "caution: once the clip completely surrounds the vessel or tubular structure to be ligated and prior to starting the firing stroke, eliminate downward pressure so the structure to be ligated and the device jaws are pressure neutral to each other. This helps prevent the shifting of the clip position within the clip track and/or dislodgement." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/22/2021. H2: additional information received: sales rep reported during a conference call the er420 device was used to clip bleeding staple lines. Engineering team advised that the IFU (instructions for use ) includes warnings and precautions statement to not fire device over another clip or instrument that can damage or yield the device jaws, resulting in malformed clips.